Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the 3.5mm diameter, 90% stenosed target lesion located in the moderately calcified mid right coronary artery (rca). Pre-dilation was performed with a 2.5x8mm apex balloon with multiple inflations and a grade d dissection was noted. A 3.5x20mm ion stent was advanced but could not cross the lesion. A 3.5x23mm bare metal stent was eventually placed and was also used as a bailout stent for the vessel dissection with good result. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).